Event description:
Subsequent to the initially filed report, the following information was received: the pre-close technique was used via a 6f sheath at insertion. The artery was damaged and repaired via surgery. Femoral imaging was not performed. No additional information was provided.

Manufacturer narrative:
H6 medical device problem code 2017 - failure to follow steps/instructions. The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, the IFU deviation would not have contributed to the reported difficulties. It was also reported that the prostyle device was used in the subclavian or axillary artery. It should be noted that the electronic prostyle IFU states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be to related circumstances of the procedure. Factors that may contribute to a guide break include, but not limited to an interaction with patient anatomy and/or the incorrect angle of insertion of the device during deployment, or manipulation of the device with the foot deployed. Factors that may contribute to device entrapment include, but not limited to, tissue or suture caught in the foot, guide breaks or the posterior cuff partly deployed in the foot. The patient effect of vascular injury (unspecified tissue injury) is listed in the electronic perclose prostyle IFU as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 - health effect - clinical code 4582 was removed.

Event description:
It was reported that a vessel closure of an unspecified access site [either subclavian and axillary] was attempted using a prostyle device. Reportedly, a guide break occurred and the device became entrapped in the patient. A surgical cutdown was performed to remove the device and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. H6: medical device problem code 1494 clarifier - incorrect anatomy manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.